Event description:
Patient contacted dexcom technical support on (B)(6) 2014, to report cgm inaccuracy on (B)(6) 2014. At the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries.